Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# b)(4), product type: programmer, patient. Product ID: 3708220, serial# b)(4), implanted: b)(6) 2010, product type: extension. Product ID: 3778-60, serial# b)(4), implanted: b)(6) 2010, product type: lead. Product ID: 37743, serial# b)(4), product type: programmer, patient. Product ID: 3888-45, lot# v435229, implanted: b)(6) 2010, product type: lead. Product ID: 37752, serial# b)(4), product type: recharger. Product ID: 3888-45, lot# v435229, implanted: b)(6) 2010, product type: lead. B)(4).

Event description:
It was reported that there was a loss of therapeutic effect following a fall. The fall was noted to have occurred 3-4 months prior to this report in b)(6) dec. The patient fell on the opposite side of the implant and the opposite side was bruised. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.